Event description:
Customer reports during a procedure, the system would not fluoro or provide digital spot capability. Patient was moved to another room for completion of the procedure. At about one week later, customer reports a female having a cystogram procedure with stent placement under general anesthesia. During the procedure, the room failed and pt was moved to another room where the procedure was completed with no further incident. Pt is doing fine, no reported injury.

Manufacturer narrative:
The field service engineer troubleshot system and found that the rotor (starter for the x-ray tube) was on, but not switching from boost to run. The problem was traced to the cpu. Fse replaced the cpu, but calibration failed. Fse then discovered the hospital biomed had changed out the original x-ray tube using an aftermarket model. The fse put the original x-ray tube back on and was able to calibrate the system. Fse aligned the tube, set the fluoro dose and programmed the new cpu board per cp60 installation and service manual. System returned to full service by the customer.